Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected rewind anomaly noted during testing. Device passed the keypad voltage test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully. Device was received with minor scratched lcd window. The p-cap locks properly into place. Locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's back and directional buttons need to pressed multiple times to respond sometimes. Customer stated that the insulin pump had scratch or possible crack on screen. Insulin pump was rewinding more than once per reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.